Event description:
During an esophageal band ligation procedure, the physician used a cook endoscopy six shooter saeed multi-band ligator. When the handle was turned, the bands would not deploy. The bands then deployed spontaneously. A new banding kit was used to complete the procedure. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the six month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. The initial reporter was unable to provide information on previous accessory channel repair(s) performed on the endoscope used with the ligator. Band deployment difficulty can occur if the endoscope accessory channel is compromised as a result of a previous repair. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. When the collapsed accessory channel releases the trigger cord, the tension applied to the handle may release more than one band, as reported. The instructions for use for the saeed multi-band ligator caution the user that the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if band deployment difficulty is experienced. The information provided indicated this technique was not used during the procedure. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.